Event description:
Healthcare professional reported "protrusion" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi results infection will be reported in a supplemental mw. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing, unspecified infection and extrusion.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat, opening and white particle in the shell. A microscopic analysis was performed which identified, punctured opening on posterior. No protrusion seen on device. Based on the device analysis, the final assessment is: one punctured opening on posterior, due to surgical damage like.

Event description:
Healthcare professional reported, "protrusion" against left device. The device has been explanted. Healthcare professional reported, delayed healing, unspecified infection and extrusion.